Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported bilateral ruptures. Device remains implanted.

Event description:
Healthcare professional reported right side rupture. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified more than three openings and broken striated. Based on the device analysis the final assessment is: more than three openings striated in the side posterior/anterior assessed as surgical damage. A striated edge broken in the side anterior/posterior assessed as surgical damage.